Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, impedances on the right ventricular (rv) lead were all high after the first deployment. It was noted that the helix was taking an abnormally long time to deploy and that it needed 20 plus rotations of turning to deploy the screw. Each subsequent deployment was noted to take longer to deploy. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.